Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated and a suprarenal stent graft extension to treat an abdominal aortic aneurysm in 2014. On (B)(6) 2018, endologix was made aware of a type 3b endoleak of the main body and migration of cuff with no leak noted (reported in a separated report) and sac growth. On (B)(6) 2018, the patient underwent a secondary where the physician reline the original implant with another bifurcated stent graft and infrarenal stent graft extension to resolve the leak and migration issue. The patient was reported as doing well post-secondary; there have been no additional patient sequelae reported.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Correction: h6. Device code: remove 1354. Conclusion code: remove 11.